Event description:
It was reported that a piece of the metal cracked off of the device during the procedure, and the piece was retrieved. Another device was used to complete the case without incident. There was consequence to the patient.